Event description:
Minerva machine plugged in and green "okay" to use handpiece, once handpiece was inserted into uterus, did not turn green for use. Machine turned off twice and co2/ar changed. Error message 006 popped up twice. Called manufacturer, told us to open 3rd handpiece. Machine worked and ablation completed. FDA safety report ID# (B)(4).